Event description:
As reported by the user facility: reports the set leaked from the upper y-site. A secondary line of paclitaxel was attached to the y-site. The leak was at this connection of the valve and set. The set was infusing chemo at the time the leak was detected. One incident; two possible lot number reported: lot # 0061311558 - mfg: 04/2013 - expiration: 03/31/2016.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). One used safeday IV set, without the original packaging, was received for evaluation. The set was subjected to an air pressure (leakage) test according to specification. Leakage was observed from the vent holes of the proximal safeday valve. The DHR record and discrepancy management system database were reviewed for the two reported lot numbers and no nonconformances or abnormalities were noted during in-process or final product inspection. The investigation into this reported event is ongoing. Following the receipt of additional info and/or completion of the investigation a follow-up report will be filed.